Event description:
An impella pump was implanted during a catheterization procedure, with the patient experiencing a cardiac arrest at the time of implantation. An augmentation of co was not obtained. The device was removed and an intra-aortic balloon pump (iabp) was implanted. The patient was not harmed. I only learned of the issue with the pump recently. I understand the pump was returned to the field rep for assessment via the company's qi process. Unfortunately I do not have details of where and when that occurred. I have not been contacted with follow up.